Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) recorded an out-of-range shock impedance measured through the associated defibrillation lead. All subsequent measurements have been acceptable and stable. A guidant technical services consultant advised lead diagnostics continue to be monitored, as the out-of-range measurement occurred shortly after implant. The consultant suspects that the measurement may have been related to acute tissue injury.